Manufacturer narrative:
The creatinine reagent lot number is 930031 and the urea reagent lot number is 944540. The reagent expiration dates were requested, but not provided. The field service engineer checked the water pressure. The sample probe was replaced and adjustments were checked. The system reagents were primed. Wash fill levels were adjusted. A mechanism check was performed. Hardware checks passed. The customer ran calibration and controls; all passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with urea/bun on a cobas pure c 303 analytical unit. The first patient sample also had discrepant results for creatinine plus ver.2. The first sample initially resulted in a creatinine value of 71.7 umol/l and it repeated as 121 umol/l. This sample initially resulted in a urea value of 1.86 mmol/l and it repeated as 8.44 mmol/l. The second sample initially resulted in a urea value of 0.777 mmol/l and it repeated as 14.0 mmol/l.